Event description:
The customer observed increased total bilirubin results generated on the architect c8000 analyzer for 13 patients. The customer repeated the samples on another architect which generated lower results. The following data was provided: sid (B)(6), initial result = 1.54 repeat result = 0.59. Sid (B)(6), initial result = 0.7 repeat result = 0.3. Sid(B)(6), initial result = 0.8 repeat result = 0.4. Sid(B)(6), initial result = 0.6 repeat result = 0.3. Sid (B)(6), initial result = 0.9 repeat result = 0.4. Sid (B)(6), initial result = 0.9 repeat result = 0.4. Sid (B)(6), initial result = 4.1 repeat result = 1.6. Sid (B)(6), initial result = 0.8 repeat result = 0.5. Sid(B)(6), initial result = 2.9 repeat result = 1.2. Adult ref range 0.2-1.2 mg/dl. The following samples are neonates reference range is 6-10.5 mg/dl sid (B)(6), initial result = 14.9 repeat result = 5.6. Sid (B)(6), initial result = >25.0 repeat result = 8.35. Sid (B)(6), initial result = 15.9 repeat result = 6.2. Sid (B)(6), initial result = 22.2 repeat result = 8.6 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Issue was cause by bubbles in the reagent. Issue was resolved by changing cartridge and calibrating. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total bilirubin reagent lot 64715uq08 was identified.

Event description:
The customer observed increased total bilirubin results generated on the architect c8000 analyzer for 13 patients. The customer repeated the samples on another architect which generated lower results. The following data was provided: sid (B)(6) initial result = 1.54 repeat result = 0.59. Sid (B)(6) initial result = 0.7 repeat result = 0.3. Sid (B)(6) initial result = 0.8 repeat result = 0.4. Sid (B)(6) initial result = 0.6 repeat result = 0.3. Sid (B)(6) initial result = 0.9 repeat result = 0.4. Sid (B)(6) initial result = 0.9 repeat result = 0.4. Sid (B)(6) initial result = 4.1 repeat result = 1.6. Sid (B)(6) initial result = 0.8 repeat result = 0.5. Sid (B)(6) initial result = 2.9 repeat result = 1.2. Adult ref range 0.2-1.2 mg/dl. The following samples are neonates reference range is 6-10.5 mg/dl. Sid (B)(6) initial result = 14.9 repeat result = 5.6. Sid (B)(6) initial result = >25.0 repeat result = 8.35. Sid (B)(6) initial result = 15.9 repeat result = 6.2. Sid (B)(6) initial result = 22.2 repeat result = 8.6 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).